Event description:
The following has been reported: biomed reported: "upper screen needs a lot more pressure on screen for desire selection to be accepted." "The issue with the screen is you have to push harder on the top of the screen for the function to work verses at middle to bottom of screen touch functions work correctly." Injury/adverse reaction : no. Stopped active infusion: no. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sticky valve issues. An infusion was run and completed without failure. The device was opened to inspect for internal damage. No internal damage was identified. The fva pins were clean and no debris was present. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.